Event description:
Central line started by dr. From anesthesia when md tried to thread central line introducer dilator it wouldn't thread, when md attempted to thread line with a second introducer , attempt was successful.

Manufacturer narrative:
(B)(4). The customer returned one dilator and lidstock for evaluation. Microscopic examination of the returned dilator revealed the tip was frayed and split. This damage is consistent with undue force being applied to the tip. The inner diameter of the dilator tip measured to be 0.037" which is within specifications of 0.036-0.038" per product drawing. A lab inventory guide wire was able to pass through the proximal and distal ends of the dilator with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user to perform a skin wheal prior to dilating the skin. The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The dilator tip was frayed and split, indicating undue force caused the damage. The sample passed all relevant dimensional and functional testing. Based on the damage of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicated dilator tip damaged during use.

Event description:
Central line started by dr. From anesthesia when md tried to thread central line introducer dilator it wouldn't thread, when md attempted to thread line with a second introducer, attempt was successful.